Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements of 135 ohms. This lead was subsequently surgically abandoned and replaced. Other then the surgical procedure, no additional adverse patient effects were reported.